Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG "c" cable was not recognized. The ECG "c & d" cable wires were pinched in dn. The root cause for the pinched wires could not be positively identified. No adverse event resulted from the damaged belt.